Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. The customer confirmed the reported failure. The customer identified the display was dim but still able to be read. The customer replaced the display to resolve the issue. The unit was tested and it was returned to service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The device was not in clinical use. No patient or user harm was reported.

Event description:
The customer reported dim display. The device was not in clinical use. No patient or user harm was reported.